Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from an unspecified location. This was observed during draining phase of peritoneal dialysis therapy. The leak was further described as ¿the transfer set was dripping¿. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/additional information: a2 (age at time of event), d9, h3 and h6. A2: age at time of event: 55 years old. H6: type of investigation: replace 4114 with b01. H6: investigation findings: replace 3221 with c19. H6: investigation conclusions: replace 4315 with d14. H10: the sample was returned and evaluated. A visual inspection with the naked eye noted a blocked silicone tubing between the occluder feet. Functional testing including leak and clear passage testing were performed; clear passage testing failed due to blocked silicone tubing between the occluder feet. The reported condition of leak - nonspecific was not verified. The cause of the blocked silicone tubing could not be determined; however, based on the provided information, the dripping during drain could be caused by restricted flow. Should additional relevant information become available, a supplemental report will be submitted.